Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The sample was rec'd with the reamer head broken off at the front part and with all cutting blades broken off. Visual inspection noted the residual part was jammed on the coupling of the flexible reamer shaft. The head shows marks indicative of forcible use. A review of the device history record did not reveal issues that could have contributed to the reported event.

Event description:
It was reported that the medullary reamer head broke during a tibial rod insertion surgery. Part of the head was still inside the flexible shaft. All broken pieces were retrieved from the pt and the pt was unharmed. Surgeon used other instruments and successfully completed the procedure. This is 1 of 2 reports for the same event.